Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no atrial capture management (acm) data - cannot run in pacing mode programmed.

Event description:
It was reported that the right ventricular (rv) high voltage lead showed varying impedance at the rv can-ring and a fracture was suspected. It was also noted that a patient alert had triggered. High rate non sustained episodes of 1-2 seconds duration of noise were noted. The rv lead was scheduled for revision at a later date. In the meantime the rv lead pacing and sensing polarities were reprogrammed to rvtip-coil configuration. It was also noted that the atrial lead exhibited high pacing threshold and was therefore revised and remains in use. During the rv lead revision procedure it was noted that the patient¿s vein was too narrow for the additional lead to pass through and therefore a different df-4 shock lead was to be implanted and connected to the vr device. The rv lead was capped and remains in the patient. In addition, the patient¿s pacing rate was noted as increased, and it was determined that the vr device was not adequate. Thus, the existing ICD settings were changed to aair 50/100, v pacing with all detection turned off, and a new ICD vr system was then implanted to the right chest with a non mdt df4 lead connected.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: ddbb2d1, ICD, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.